Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown reduction head screw. Due to the intra-operative breakage, the device is not considered to have been implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty attaching a head removal tool to a reduction head screw during a procedure on (B)(6) 2016. As the surgeon attempted to insert a rod at l5 (left), one of the tabs broke off from the reduction head screw. In order to continue with rod insertion, the surgeon decided to remove the other tab from the reduction screw, thereby making it a polyaxial head. However, the rod could not be inserted properly due to the small skin incision. The surgeon then decided to remove and replace the reduction head. In order to do so, the use of a head removal tool was employed, but the head could not be extracted. The surgeon eventually opted to use a persuader to remove the device with no fragments left in situ. The procedure was ultimately completed with a thirty (30) minute delay. This report is for one (1) unknown reduction head screw. This report is 2 of 2 for (B)(4).